Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the left ventricular perforation is unknown, however may be due to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after the deployment of the 20 mm sapien 3 valve in the aortic position, a pericardial effusion occurred. A pericardiocentesis was performed, however, the pericardial effusion reoccurred with hemodynamic failure after 2 hours in intensive care. A full sternotomy was performed and two holes were found, one on the right ventricle from the pacing wire and another one on the left ventricle. The ventricle was repaired with a sutures. After 2 days in intensive care, the patient expired. As per medical opinion, a ventricle perforation was suspected to have occurred after valve crossing with a stiff wire. The patient¿s native annulus measured 278 mm2, the native annulus was moderately calcified, the native leaflets were severely calcified, and the aortic root was severely calcified.

Manufacturer narrative:
Reference CAPA-20-00141